Event description:
A malfunction on the pump was reported by the customer. There was no adverse impact to the customer's blood glucose level. Technical support provided information to reset the pump, assisted the customer in doing so, and ensured the malfunction did not recur. The customer was using a dexcom receiver and was informed about a software update via email. Technical support instructed the customer to continue using the pump and to call back if the malfunction reoccurs.